Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "over-infusion" was not reproduced. The device was tested for flowrate accuracy testing with a delivery rate of 40ml/hr and volume to be infused of 40ml the test resulted in 40.339ml which is an error percentage of 0.8475%. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The cause of the condition was undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused during an unspecified process step. There was no patient involvement. No additional information is available.